Event description:
It was reported that during a lap insertion of peritoneal dialysis catheter procedure, the cannula bent and broke. The surgeon claims he was putting undo torque onto the trocar and admits it was his fault. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.